Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and impedance. The lead exhibited electrical measurements within normal range on the day of the replacement procedure; however, the physician still opted to replace the lead. After the lead was cut, a loop in the atrium prevented the stylet from advancing past the mid-atrium. The lead was removed using a combination of laser energy and manual traction as the lead was quite adhered. The lead broke with traction on two occasions and a guidewire was used to hold the lead fragments for retrieval. The lead was explanted and replaced. No patient complications have been reported as a result of this event.